Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 3 (indicating normal termination). The sensor plug was returned. The sensor plug was properly seated in the mount. Sensor plug and inspected the plug assembly, no issues were observed. Sensor was inserted into the sim-vivo test fixture and all results were within specification. Linearity test was performed and passed no product deficiency was identified. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower scan value while using the adc freestyle libre 2 sensor compared to an hcp meter. On (B)(6) 2021, a sensor scan of 53 mg/dl was compared to a glucose test of 293 mg/dl on an hcp meter, which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer did not experience glycemic instability symptoms however was provided injections of insulin (dosage unknown) by an hcp for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.